Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Additionally, healthcare professional noted "leaking from valve". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases and partial delamination of the valve. Leak test and microscopic analysis was performed which identified partial delamination of the valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is partial delamination of the valve assessed as adhesive failure.